Event description:
Additional information clarified that the doctor had replaced the pump and catheter. The physician was unable to detach the sutureless connector from the pump. The pump failed the intra-operative bolus. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (B)(4), revealed no anomaly found. The pump passed all non-destructive lab testing. There were no anomalies seen in the logs. Analysis of segment 3 of the 8709 catheter revealed that the catheter was returned in segments and there was no significant anomaly found. Analysis of segments 1, 2, and 4 of the catheter revealed a dried drug or blood occlusion in the catheter body. The sc assembly was damaged during the replacement procedure. The retaining ring (segment 4) was damaged and showed signs of a tool having been used on it. Also, segment 2 (catheter + pin connector) was occluded and the technician was unable to break the occlusion. The technician tried to re-assemble the damaged sc connector to confirm any significant dent in the cup that may have caused an occlusion. There were no anomalies found during the re-assembling. During the process, a portion of the boot and the retaining ring were cut off.

Event description:
The caller stated that a tanning booth caused her pump to stop working. It was reported that two weeks to a month after the patient used a tanning booth they began to experience symptoms. The patient had a dye study and the catheter was ¿plugged.¿ during surgery it was found that the pump was ¿broken.¿ the patient¿s nurses did not think that a tanning bed should affect the pump.

Event description:
It was reported that the patient thought tanning bed caused the pump to stop working due to the fact that patient started to lose relief around same time tanning started; this began in early (B)(6). It was noted that pump was implanted in late (B)(6) 2011; patient had slow increase of medication until (B)(6), before patient received good relief for about 2 weeks. A dye study on the catheter was completed in (B)(6) and the catheter was clogged. During the revision procedure, physician discovered the pump wasn't working. It was unknown why the pump stopped working. It was noted that "supposedly" the health care provider returned pump to manufacturer. The device system was used to deliver fentanyl and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported the cause of the event was unknown. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).